Event description:
This event was captured based upon review of the article, clinical and angiographic outcomes of patients undergoing entrapped guidewire retrieval in stent-jailed side branch using a balloon catheter. It was reported that a retrospective study was performed to evaluate the outcome of 28 patients who developed guidewire entrapment in a stent-jailed side branch after drug-eluting stent implantation, and underwent retrieval of entrapped wire using a balloon catheter. Eighteen (18) patients received xience v/promus stents. All patients underwent des implantation in the main vessel using the jailed wire technique. The jailed guidewire was retrieved using a balloon dilatation catheter as support. If this method failed, the balloon catheter was exchanged with a small profiled balloon catheter to shove into and inflate the space between the stent and vessel wall. Additional procedures after wire retrieval included post-dilatation or ivus examination. Regardless of the implanted stent, procedural success of entrapped wire retrieval was achieved in all patients. Ivus examination revealed incomplete stent apposition at proximal edge of stent in one patient, which was treated with postdilatation. No patients had in-stent restenosis or in-segment restenosis and major adverse cardiac events were not observed in any of the patients. No additional information was provided. This event represents the one patient with poor wall apposition after jailed guidewire removal, requiring additional dilatation.

Manufacturer narrative:
(B)(4). The rx promus stent mentioned is being filed under a separate manufacturer report number. Date of event is estimated as (B)(6) 2011. Patients reviewed underwent index procedure between (B)(6) 2011 and (B)(6) 2012. Date of implant is estimated as (B)(6) 2011. Patients reviewed underwent index procedure between (B)(6) 2011 and (B)(6) 2012. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part/lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.